Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a lead revision procedure due to lead migration issue reported in manufacturer report number 1627487-2019-06384, high impedance issue was observed on lead. The lead was explanted, and a new lead was implanted as result to resolve the high impedance issue. Patient had successful therapy established post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.